Event description:
The patient reported that they were getting high results on the suspect device while testing their blood glucose. Patient does not remember any exact readings or anything about the event. Patient only stated that their doctor advised them to call 911 and patient was taken to the hospital. Patient's doctor was concerned that patient was having a heart attack because patient could not swallow and had difficulty speaking. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.